Event description:
Ous MDR - pt presented at (B) (6) hospital with vomiting, shortness of breath, debrile, and abdominal pain. Pt was diagnosed with septicemia/urinary tract infection and treated with antibiotics and was discharged on (B) (6) 2009. Pt is part of (B) (4). This adverse event was not related to the implantable defibrillator. The date of implant was not made available.

Event description:
Caller states patient tested 5.4 inr on the coaguchek s system and 3.8 inr on the coaguchek xs system. Patient's warfarin dose was held for two days based on coaguchek xs result of 3.8 inr. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20179533, expiration date 05/31/2011). (B) (4)